Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient had high ketones yesterday and today. Today, blood glucose (bg) levels were in the 400 mg/dl and are now 385 mg/dl, with mild nausea/vomiting, moderate thirst, moderate lethargy. Patient is whiney and irritable. The reporter contacted the health care professional (hcp), who suggested calling animas to make sure pump is working. The patient is currently on injections. Mom reports she gave 4 units of insulin 2.5 hours ago. Mom reports she uses leg and buttocks. Pump emitted an auto off alarm at 8:13 am this morning, but there was a prime done at 8:14 am so the pump was not off for long to account for high bg. Customer support (cs) review found that reporter is not using the infusion sets per IFU as it appears via prime history, that patient went from (B)(6) am without any site change. Mom reports that cannot be true and said that they had to take an ifs to school one day last week. Mom educated that going too long between site changes can increase the chance for irritation, infection and scar tissue formation. Reporter rotates sites, but has been using the buttocks since patient was 9 months old. Patient won¿t allow use of abdomen because she once had a bad site infection. They changed the ifs set yesterday and today and mom reports no bent cannulas. Reporter gave 3 unit bolus to air and saw drops come out the end. Cs stated the pump appears to be working as programmed, basal is running, boluses are being given. The only other option is either the ifs are going into areas of scar tissue or the patient has something internally going on. Reporter is rotating well and she has not felt areas where the skin feels rocky, sandy or pebbly. Reporter agree that the pump seems to be working properly. Bg was 341mg/dl by end of the call. Cs educated reporter about not needing to do fill cannula step every time she primes, only when a new site is put in, about changing the site ever 2-3 days and told to talk to hcp bout possible scar tissue formation or what else may be causing the high ketones and high bg today. This report is being made due to the possibility that use error may have contributed in to the hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 8/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.